Event description:
Additional follow-up information indicated the patient's scs system was explanted on (B)(6) 2015.

Event description:
Follow-up information indicated surgical intervention may take place at a later date to explant the patient's scs system in order for the patient to undergo a contra-indicated procedure.

Event description:
It was reported the patient is unable to feel stimulation. The sjm representative met with the patient and diagnostics indicated high impedance readings. Reprogramming was unable to provide stimulation. The patient may undergo an unrelated surgical procedure and as such, the next course of action for this issue is undetermined.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.